Event description:
A positive advia centaur ca 19-9 bias was observed by the customer when performing a new ca 19-9 reagent lot to current lot correlation study. The results obtained with the newer reagent lot (344) were elevated when compared to the lower results with the currently used ca 19-9 reagent lot (340). There was no known report of patient treatment being altered or adverse health consequences due to the elevated advia centaur ca 19-9 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a function system check and found no system issues that may have attributed to the elevated ca 19-9 advia centaur results with the new reagent lot (344). The customer's quality control results were within acceptable ranges for reagent lot 340 and reagent lot 344. The customer has run a cap survey for advia centaur ca 19-9 with the newer reagent lot (344) and the results were acceptable. No conclusion can be drawn. The information for use in the limitations section states: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." The instrument is performing within specifications.